Event description:
New information noted that the right ventricular - rv lead was suspected to have fracture and found to have insulation abrasions. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and fracture were not confirmed, while the reported event of insulation damage was confirmed. As received, a complete lead was returned in three pieces. Visual inspection of the lead found external insulation abrasion 11.6cm to 12.4cm from the connector pin breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of the insulation damage was due to external insulation abrasion consistent with friction to the device can. Electrical testing found no other anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient experienced no consequences and will continue to be monitored.